Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported error code and static displayed when connected to processor during diagnostic colonoscopy procedure involving an olympus colonovideoscope while the patient was under sedation. The procedure was completed after a brief delay with the same device. There was no patient injury reported.